Event description:
It was reported that a patient underwent a breast augmentation surgery with 500cc mentor memorygel breast implants. Post-operatively, the patient was seen for a revision surgery. During the revision surgery, it was discovered that the patient experienced bilateral rupture of both her prostheses. As a result, the patient underwent removal and replacement with 500cc mentor memorygel breast implants on (B)(6) 2023. Mentor was not provided with a date of implantation. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left implant. Refer to manufacturing report number 1645337-2023-10441 for the contralateral event.

Manufacturer narrative:
The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).